Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the seals on the trocars tore during the procedure under normal conditions. The surgeon continued to use them even though they leaked during the procedure. There was no consequence to the pt.